Event description:
The pt's father reported the pt has on 3 occasions within the last week received an error notice on his insulin infusion device (competitor product). The pt's father stated the pt's infusions sets at issue have occluded within the first 10 hours of use and they are all from the same lot. He stated the infusion sets were discarded. He said the pt rotates sites regularly across his thighs and abdomen. The pt was sent a guide to infusion site mgmt and replacement infusions sets. On follow up, the pt's father stated that pt is doing well now. No physiological effect was reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.